Event description:
The dealer initially reported that the plate on the slide-n-lock stroller base was not locking into place and had a lot of play. After further conversations with the end user's mother, she stated the seat does not lock to the base, and it takes significant effort to get the seat to latch to it. The mother stated that on the day of the incident, she put the seat on the base, and it clicked. However, while on a walk, they went slightly downhill when the seat detached from the base, and the end user fell forward, face first onto the concrete. The mother stated the end user sustained a black eye, a "goose egg" on his forehead, bruises, and lacerations that did not require stitches. The mother stated the end user is healed now.

Manufacturer narrative:
Background information: zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Discussion: in reviewing the complaint, the dealer initially reported that the plate on the slide-n-lock stroller base was not locking into place and had a lot of play. The dealer stated that the end user was in the wheelchair when it shifted forward, causing the end user to fall face first from the stroller. When asked if the tether was being used, the dealer stated, "it is now." Additional information was gathered from the end user's mother wherein she stated that the base that turns does not lock, and the seat does not lock to the base. Further, she stated it takes significant effort to get the seat to latch to the base. The mother stated that on the day of the incident, she put the seat on the base, and it clicked. The mother stated that while on a walk, they went slightly downhill when the seat detached from the base, and the end user fell forward, face first onto the concrete. The mother stated the end user was taken to the emergency room. The mother stated the end user sustained a black eye, a "goose egg" on his forehead, bruises, and lacerations that did not require stitches; the mother stated the end user is healed now. When asked about the tether, the mother stated she received the tether but was not using it on the day of the incident. The mother stated she did not know the seat could detach from the base and believed the tether was optional. Conclusion: due to the unexpected detachment of the base, the lack of utilization of the failsafe device, and the open zippie voyage recall, this MDR is being filed.